Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) entered safety mode while still in pre-implant status. The device was not implanted. No patient involvement.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety core, and review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The device did not have any additional memory errors after running in primary operation for 24 hours. Device testing was performed, where normal device function was observed. The cause of the memory inconsistency was not able to be determined through laboratory testing, but was likely the result of exposure to environmental radiation while still in pre-implant status.